Event description:
It was reported that the stent (subject device) could not be opened, even with a guidewire. Analysis of the subject device found the stent still loaded, therefore the reported event is regarding failed deployment of the stent. However, analysis of the subject device also revealed a break in the catheter at the proximal end. There were no reported clinical consequences to the patient. No other information is available.

Event description:
It was reported that the stent (subject device) could not be opened, even with a guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was not returned.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and found to have a compressed and stretched microdelivery catheter. The microdelivery catheter outer layer had separated at the hub, but the inner layer was still intact, so the microdelivery catheter was still one piece. The stabilizer catheter was not returned. Blood was found in the device. A functional evaluation could not be performed due to the observed anomalies; however, the stent was pushed out with a mandrel. No anomalies were noted with the stent and returned rotating hemostatic valve (rhv). Review and analysis of available information failed to identify a definitive cause for the observed anomalies.